Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Customer reported "delivery too slow" alarm. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the pump had a "delivery too slow" alarm. Patient involvement was unknown.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. Previous repair was reported on 4/9/2025 for delivering slower than programmed and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.